Event description:
The jetstream catheter was used to treat 4 lesions in the sfa. The entire segment was treated in the minimum diameter mode initially. Next, the physician treated the distal lesion in the maximum diameter mode with a good result. He then went back to the proximal lesions using the device in the maximum diameter mode. Subsequently, an angiogram was taken and a flow limiting dissection was appreciated in the proximal segment. The dissection was treated with a stent.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure, and therefore not returned to pathway medical technologies for evaluation.